Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in battery depletion.

Event description:
Boston scientific received information that during a routine follow-up appointment, the device noted an estimated remaining longevity of 1.5 years. The previous appointment, three months prior, had an estimated remaining longevity of 10.5 years. When performing a memory dump to be sent for analysis, it was noted the remaining longevity had decreased from 1.5 years to 11 months. As a result, the device was explanted. No adverse patient effects were reported.